Event description:
It was reported that removal difficulty and shaft break occurred. The 90% stenosed, eccentric, target lesion containing a 90 degrees bend was located in the proximal left anterior descending artery (lad). Following pre-dilatation with a 3.0x20mm balloon, a 3.00x24mm synergy ii drug-eluting stent was delivered and deployed at 14 atmospheres. However, the balloon would not retract. The balloon inflated and deflated twice but still could not be removed. The physician tried removing by pulling harder with guide engaged more into the left main but the distal balloon was separated from the shaft and remained inside the artery. The physician had a wire in circumflex artery and in lad artery. The physician put a torquer on both wires and torqued until resistance was felt on the wires. The balloon and both the wires were then removed. The procedure was completed with no complications and the patient was doing well.